Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family or friend reported via phone call that the customer experienced blood glucose of 326mg/dl and when reservoir was checked, there was occlusion but there was no alarm mentioned regarding no delivery. Customer's family or friend was assisted with absence of no delivery alarm but the troubleshooting could not be completed because they did not have the insulin pump. Troubleshooting for high blood reading was also declined. The insulin pump will not be returned for analysis.